Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation into abdominal cavity ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), device dislocation ('suspected migration of essure appearing partly located in uterus'), device breakage ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), ligamentitis ('right round ligament with discrete chronic inflammatory elements') and uterine leiomyoma ('fibromatosis/ leiomyomatosis') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, appendectomy, iodine allergy and eczema. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"), 6 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation into abdominal cavity (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). In (B)(6) 2020, the patient experienced ligamentitis (seriousness criterion medically significant) and allergy to metals ("heavy metals allergy"). On an unknown date, the patient experienced rash ("skin rash"), headache ("headache"), allodynia ("mechanical allodynia"), hypoacusis ("hearing impairment"), asthenia ("severe asthenia"), musculoskeletal pain ("joint pain and muscle pain"), tendonitis ("tendonitis in both elbows"), insomnia ("insomnia"), disturbance in attention ("attention disorders") and memory impairment ("immediate memory impairment"). The patient was treated with surgery (hysterectomy on (B)(6) 2020, laparoscopy on (B)(6) 2014 to ensure sterilization through a bilateral tubal section and removal of a 6 mm part located in the right round ligament on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation into abdominal cavity, device dislocation, device breakage, ligamentitis, uterine leiomyoma, pelvic pain, allergy to metals, rash, intermenstrual bleeding, headache, allodynia, hypoacusis, endometriosis, asthenia, musculoskeletal pain, tendonitis, insomnia, disturbance in attention and memory impairment outcome was unknown. The reporter considered allergy to metals, allodynia, asthenia, device breakage, device dislocation, disturbance in attention, endometriosis, headache, hypoacusis, insomnia, intermenstrual bleeding, ligamentitis, memory impairment, musculoskeletal pain, pelvic pain, rash, tendonitis, uterine leiomyoma and device dislocation into abdominal cavity to be related to essure. The reporter commented: essure have been implanted without difficulty, when the essure fragment was removed from the ligament, chronic inflammatory ligament changes are observed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: heavy metals allergy. Pathology test - in (B)(6) 2017: pathology after hysterectomy evidenced endometriosis and leiomyomatosis; in (B)(6) 2020: part of 6 mm located in the right round ligament, the latter with discrete chronic inflammatory elements. Ultrasound scan - in (B)(6) 2016: uterine fibromatosis; on (B)(6) 2020: evidence of a linear image of 11 mm possibly bring a part of essure located in the right iliac fossa. X-ray of pelvis and hip - in (B)(6) 2013: rx control at 3 months after implantation suspected migration of essure implanted in the left fallopian tube, appearing partly located in a uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), device dislocation ('suspected migration of essure appearing partly located in uterus / migration of the left implant in the uterine cavity'), device breakage ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), ligamentitis ('right round ligament with discrete chronic inflammatory elements'), uterine leiomyoma ('fibromatosis/ leiomyomatosis') and intermenstrual bleeding ('metrorrhagia') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included subluxation shoulder in 2010, abortion in 1996, ovarian cystectomy in 1990, parity 2 (1994 and 1998), appendectomy, iodine allergy, eczema, overweight (bmi = 30.2 kg/m2) and oral contraceptive (estro-progestative pill). Previously administered products included for an unreported indication: copper iud and implanon. Concurrent conditions included smoker since 1993. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), rash ("skin rash (scalp, forearms and left foot)"), headache ("headache"), musculoskeletal pain ("joint pain and muscle pain"), insomnia ("insomnia"), disturbance in attention ("attention disorders"), memory impairment ("immediate memory impairment"), fatigue ("extreme fatigue,"), heavy menstrual bleeding ("menorrhagia") and vomiting ("vomiting"). In (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced intermenstrual bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoacusis ("hearing impairment"), tendonitis ("tendonitis in both elbows"), tinnitus ("tinnitus") and speech disorder ("speech disorders"), 3 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2020, the patient experienced device dislocation into abdominal cavity (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). In (B)(6) 2020, the patient experienced ligamentitis (seriousness criterion medically significant) and allergy to metals ("heavy metals allergy"). On an unknown date, the patient experienced allodynia ("mechanical allodynia") and asthenia ("severe asthenia"). The patient was treated with progesterone and surgery (hysterectomy on (B)(6) 2020, laparoscopy on (B)(6) 2014 to ensure sterilization through a bilateral tubal section, removal of a 6 mm part located in the right round ligament on (B)(6) 2020 and vaginal hysterectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the pelvic pain and tinnitus had resolved. In october 2020, the headache, hypoacusis and speech disorder had resolved. In (B)(6) 2021, the rash, disturbance in attention and memory impairment had resolved. In (B)(6) 2021, the insomnia and fatigue had resolved. At the time of the report, the device dislocation into abdominal cavity, device dislocation, device breakage, ligamentitis, uterine leiomyoma, allergy to metals, intermenstrual bleeding, allodynia, endometriosis, asthenia, heavy menstrual bleeding and vomiting outcome was unknown and the musculoskeletal pain and tendonitis had not resolved. The reporter provided no causality assessment for fatigue, heavy menstrual bleeding, speech disorder, tinnitus and vomiting with essure. The reporter considered allergy to metals, allodynia, asthenia, device breakage, device dislocation, disturbance in attention, endometriosis, headache, hypoacusis, insomnia, intermenstrual bleeding, ligamentitis, memory impairment, musculoskeletal pain, pelvic pain, rash, tendonitis, uterine leiomyoma and device dislocation into abdominal cavity to be related to essure. The reporter commented: essure have been implanted without difficulty, when the essure fragment was removed from the ligament, chronic inflammatory ligament changes are observed. (B)(6) 2017 : vaginal hysterectomy due to metrorrhagia (treated by progesterone but not effective). Conclusion : ¾ of gynecological symptoms were due to fibroma and ¼ of gynecological symptoms were due to adenomyosis, which were pre-existing pathologies, before the essure insertion, without a direct and certain causal relationship between these pathologies and essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: heavy metals allergy. Pathology test - in (B)(6) 2017: pathology after hysterectomy evidenced endometriosis and leiomyomatosis; in (B)(6) 2020: part of 6 mm located in the right round ligament, the latter with discrete chronic inflammatory elements. Ultrasound scan - in (B)(6) 2016: uterine fibromatosis; on (B)(6) 2020: evidence of a linear image of 11 mm possibly bring a part of essure located in the right iliac fossa. X-ray of pelvis and hip - in (B)(6) 2013: rx control at 3 months after implantation suspected migration of essure implanted in the left fallopian tube, appearing partly located in a uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-nov-2021: new informations added: lawyer, medical history, treatment drug, adverse events (extreme fatigue, menorrhagia, headache with vomiting, tinnitus, speech disorders), the outcome for: pelvic pain, tinnitus, speech and hearing disorders, headache, memory disorders, skin rash and attention disorders, insomnia, fatigue, muscle pain and tendinitis) were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), device dislocation ('hysterosalpingography showed the left implant has migrated into the uterine cavity'), device breakage ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), ligamentitis ('right round ligament with discrete chronic inflammatory elements'), appendicectomy ('appendectomy'), intermenstrual bleeding ('metrorrhagia') and uterine leiomyoma ('fibromatosis/ leiomyomatosis') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included subluxation shoulder in 2010, abortion in 1996, hystero-ligamentopexy (of the round ligaments by laparoscopy and two lateral suprapubic incisions) in 1996, ovarian cystectomy in 1990, parity 2 (a boy in 1994 and girl in 1998), iodine allergy, eczema, overweight (bmi = 30.2 kg/m2), oral contraceptive (estro-progestative pill), reaction to sulfites and allergy to metals. Previously administered products included for an unreported indication: implanon and copper iud. Concurrent conditions included smoker since 1993. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion intervention required), 3 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / permanent right pelvic pain"), rash ("skin rash (scalp, forearms and left foot)"), headache ("headache / headaches in helmet of high intensity at 9/10 recurrent"), musculoskeletal pain ("joint pain and muscle pain"), insomnia ("insomnia"), disturbance in attention ("attention disorders / concentration problems"), memory impairment ("immediate memory impairment / immediate memory problems"), fatigue ("extreme fatigue,"), heavy menstrual bleeding ("menorrhagia/ menorrhagia, very abundant periods, with clots and longer, of 8 days"), vomiting ("vomiting"), speech disorder ("speech disorders / speech difficulties recurrent"), food allergy ("accentuation of food allergies, in particular to asparagus, with oedema and red eyes") with ocular hyperaemia and oedema and myalgia ("muscular neck pain/ muscular pains of the trapezius, the forearms and the thighs"). On (B)(6) 2014, the patient was found to have hysterosalpingogram abnormal ("hysterosalpingography that the left tube is permeable"). In (B)(6) 2016, the patient experienced intermenstrual bleeding (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hypoacusis ("hearing impairment"), tendonitis ("tendonitis in both elbows, recurrent") and tinnitus ("tinnitus"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2020, the patient experienced device dislocation into abdominal cavity (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). On (B)(6) 2020, the patient experienced asthenia ("severe asthenia / intense asthenia"), back pain ("muscular pains of the trapezius"), arthralgia ("joint pain in the right shoulder, elbows, wrists, right hip, right knee and left big toe") and auditory disorder ("hearing problems"). In (B)(6) 2020, the patient experienced allergy to metals ("heavy metals allergy / allergy to non-precious metals recurrent"). In (B)(6) 2020, the patient experienced ligamentitis (seriousness criterion medically significant). In 2020, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced allodynia ("mechanical allodynia") and cystocele ("cystocele"). The patient was treated with caffeine (caffeine), ibuprofen, progesterone and surgery (appendectomy via laparoscopy, hysterectomy on (B)(6) 2020, laparoscopy on (B)(6) 2014 to ensure sterilization through a bilateral tubal section, removal of a 6 mm part located in the right round ligament on (B)(6) 2020 and vaginal hysterectomy in (B)(6) 2017). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the pelvic pain and tinnitus had resolved. In (B)(6) 2020, the auditory disorder had resolved. In (B)(6) 2020, the headache, hypoacusis and speech disorder had resolved. In (B)(6) 2021, the rash, disturbance in attention and memory impairment had resolved. In (B)(6) 2021, the insomnia and fatigue had resolved. At the time of the report, the device dislocation into abdominal cavity, device dislocation, device breakage, ligamentitis, appendicectomy, intermenstrual bleeding, uterine leiomyoma, allergy to metals, allodynia, endometriosis, asthenia, heavy menstrual bleeding, vomiting, food allergy, myalgia, cystocele, back pain, arthralgia and hysterosalpingogram abnormal outcome was unknown and the musculoskeletal pain and tendonitis had not resolved. The reporter provided no causality assessment for fatigue, heavy menstrual bleeding, speech disorder, tinnitus and vomiting with essure. The reporter considered allergy to metals, allodynia, appendicectomy, arthralgia, asthenia, auditory disorder, back pain, cystocele, device breakage, device dislocation, disturbance in attention, endometriosis, food allergy, headache, hypoacusis, hysterosalpingogram abnormal, insomnia, intermenstrual bleeding, ligamentitis, memory impairment, musculoskeletal pain, myalgia, pelvic pain, rash, tendonitis, uterine leiomyoma and device dislocation into abdominal cavity to be related to essure. The reporter commented: essure have been implanted without difficulty, when the essure fragment was removed from the ligament, chronic inflammatory ligament changes are observed. The left essure has migrated into the uterine cavity was removal by vaginal approach on (B)(6) 2014. On (B)(6) 2017: vaginal hysterectomy due to metrorrhagia (treated by progesterone but not effective). Conclusion : ¾ of gynecological symptoms were due to fibroma and ¼ of gynecological symptoms were due to adenomyosis, which were pre-existing pathologies, before the essure insertion, without a direct and certain causal relationship between these pathologies and essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: heavy metals allergy. Computerised tomogram - on (B)(6) 2020: abdominal and pelvis CT scan showed presence of an image of metallic tone in the right iliac situation, high in front of the vessels measuring 11 x 4 mm. Hysterosalpingogram - on (B)(6) 2013: showed that the right implant was well positioned in the interstitial portion and in the proximal part of the isthmic portion of the tube, which was obstructed, but that the left implant has migrated into the uterine cavity and that the left tube is permeable.. Pathology test - in (B)(6) 2017: pathology after hysterectomy evidenced endometriosis and leiomyomatosis; in (B)(6) 2020: part of 6 mm located in the right round ligament, the latter with discrete chronic inflammatory elements. Ultrasound scan - in (B)(6) 2016: uterine fibromatosis; on (B)(6) 2020: evidence of a linear image of 11 mm possibly bring a part of essure located in the right iliac fossa. X-ray of pelvis and hip - in (B)(6) 2013: rx control at 3 months after implantation suspected migration of essure implanted in the left fallopian tube, appearing partly located in a uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jan-2022: the follow information were included lawyer's reporter updated, medical history, lab data, other treatment products, appendectomy, food allergy, myalgia, cystocele, arthralgia multiple, auditory disorder, hysterosalpingogram abnormal based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation into abdominal cavity ('image of 11 mm possibly bring a part of essure located in the right iliac fossa'), device migration ('suspected migration of essure appearing partly located in a uterus'), device breakage ('image of 11 mm possibly bring a part of essure located in the right iliac fossa') and uterine leiomyoma ('fibromatosis') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, appendectomy, iodine allergy and eczema. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device migration (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis") and was found to have leiomyoma ("leiomyomatosis"). On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain"), 6 years 7 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation into abdominal cavity (seriousness criterion intervention required) and device breakage (seriousness criterion medically significant). In (B)(6) 2020, the patient experienced allergy to metals ("heavy metals allergy") and salpingitis ("right round ligament with discrete chronic inflammatory elements"). On an unknown date, the patient experienced disturbance in attention ("attention disorders"), asthenia ("severe asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendonitis in both elbows"), headache ("headache"), hypoacusis ("hearing impairment"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), rash ("skin rash") and memory impairment ("immediate memory impairment"). The patient was treated with surgery (essure removal on (B)(6) 2020 and hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation into abdominal cavity, device migration, device breakage, uterine leiomyoma, allergy to metals, pelvic pain, endometriosis, leiomyoma, intermenstrual bleeding, salpingitis, disturbance in attention, asthenia, arthralgia, myalgia, tendonitis, headache, hypoacusis, insomnia, allodynia, rash and memory impairment outcome was unknown. The reporter considered allergy to metals, allodynia, arthralgia, asthenia, device breakage, device migration, disturbance in attention, endometriosis, headache, hypoacusis, insomnia, intermenstrual bleeding, leiomyoma, memory impairment, myalgia, pelvic pain, rash, salpingitis, tendonitis, uterine leiomyoma and device dislocation into abdominal cavity to be related to essure. The reporter commented: essure have been implanted without difficulty, when the essure fragment was removed from the ligament, chronic inflammatory ligament changes are observed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: was performed to insure sterilization through a bilateral tubal section. Pathology test - in (B)(6) 2017: pathology have evidenced endometriosis and leiomyomatosis; in (B)(6) 2020: part of 6 mm located in the right round ligament in which the pathology exam describes discrete chronic inflammatory elements. Ultrasound scan - in (B)(6) 2016: showed a fibromatosis; on (B)(6) 2020: evidenced a linear image of 11 mm possibly bring a part of essure located in the right iliac fossa. X-ray of pelvis and hip - in (B)(6) 2013: rx control at 3 months after implantation suspected migration of essure implanted in the left fallopian tubal, appearing partly located in a uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 12-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("image of 11 mm possibly bring a part of essure located in the right iliac fossa"), device expulsion ("hysterosalpingography showed the left implant has migrated into the uterine cavity"), device breakage ("image of 11 mm possibly bring a part of essure located in the right iliac fossa"), ligamentitis ("right round ligament with discrete chronic inflammatory elements"), appendicectomy ("appendectomy"), intermenstrual bleeding ("metrorrhagia") and uterine leiomyoma ("fibromatosis/ leiomyomatosis") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of subluxation shoulder in 2010, hystero-ligamentopexy (of the round ligaments by laparoscopy and two lateral suprapubic incisions) and abortion in 1996, ovarian cystectomy in 1990 and allergy to metals, reaction to sulfites, oral contraceptive (estro-progestative pill), overweight (bmi = 30.2 kg/m2), eczema, iodine allergy and parity 2 (a boy in 1994 and girl in 1998). Previously administered products included: implanon and copper iud. As concurrent condition the report mentioned smoker since 1993. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 108 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). In (B)(6) 2014 she experienced pelvic pain ("pelvic pain / permanent right pelvic pain"), rash ("skin rash (scalp, forearms and left foot)"), headache ("headache / headaches in helmet of high intensity at 9/10 recurrent"), arthromyalgia ("joint pain and muscle pain"), insomnia ("insomnia"), disturbance in attention ("attention disorders / concentration problems"), memory impairment ("immediate memory impairment / immediate memory problems"), fatigue ("extreme fatigue,"), heavy menstrual bleeding ("menorrhagia/ menorrhagia, very abundant periods, with clots and longer, of 8 days"), vomiting ("vomiting"), speech disorder ("speech disorders / speech difficulties recurrent"), food allergy ("accentuation of food allergies, in particular to asparagus, with oedema and red eyes") and myalgia ("muscular neck pain/ muscular pains of the trapezius, the forearms and the thighs"). On (B)(6) 2014 she was found to have hysterosalpingogram abnormal ("hysterosalpingography that the left tube is permeable"). In (B)(6) 2016 she experienced intermenstrual bleeding (seriousness criterion medically important) and was found to have uterine leiomyoma (seriousness criterion medically important). On (B)(6) 2017 she experienced hypoacusis ("hearing impairment"), tendonitis ("tendonitis in both elbows, recurrent") and tinnitus ("tinnitus"). In (B)(6) 2017 she experienced endometriosis ("endometriosis"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). On (B)(6) 2020 she experienced asthenia ("severe asthenia / intense asthenia"), back pain ("muscular pains of the trapezius"), arthralgia multiple ("joint pain in the right shoulder, elbows, wrists, right hip, right knee and left big toe") and auditory disorder ("hearing problems"). In (B)(6) 2020 she experienced allergy to metals ("heavy metals allergy / allergy to non-precious metals recurrent"). Essure was removed on (B)(6) 2020. In (B)(6) 2020 she experienced ligamentitis (seriousness criterion medically important). In 2020 she underwent appendicectomy (seriousness criterion medically important). On unknown date she experienced allodynia ("mechanical allodynia"), ocular hyperaemia ("red eyes"), oedema ("oedema"), cystocele ("cystocele"), epigastric discomfort ("my stomach is fragile"), abdominal pain ("my navel is painful and red"), erythema ("my navel is painful and red") and neck pain ("neck pain"). The patient was treated with progesterone, ibuprofen and cafeine (caffeine) as well as surgery (removal of a 6 mm part located in the right round ligament on (B)(6) 2020, laparoscopy on (B)(6) 2014 to ensure sterilization through a bilateral tubal section, appendectomy via laparoscopy, vaginal hysterectomy in (B)(6) 2017 and hysterectomy on (B)(6) 2020). On (B)(6) 2020, the pelvic pain and tinnitus had resolved. In (B)(6) 2020, the auditory disorder had resolved. In (B)(6) 2020, the headache, hypoacusis and speech disorder had resolved. In (B)(6) 2021, the rash, disturbance in attention and memory impairment had resolved. In (B)(6) 2021, the insomnia and fatigue had resolved. At the time of the report, the arthralgia multiple and neck pain were resolving and the arthromyalgia and tendonitis had not resolved. The outcomes for device dislocation, device expulsion, device breakage, ligamentitis, appendicectomy, intermenstrual bleeding, uterine leiomyoma, allergy to metals, allodynia, endometriosis, asthenia, heavy menstrual bleeding, vomiting, food allergy, myalgia, cystocele, back pain, hysterosalpingogram abnormal, epigastric discomfort, abdominal pain and erythema were unknown. The reporter considered abdominal pain, allergy to metals, allodynia, appendicectomy, arthromyalgia, arthralgia multiple, asthenia, auditory disorder, back pain, cystocele, device breakage, device dislocation, device expulsion, disturbance in attention, endometriosis, epigastric discomfort, erythema, food allergy, headache, hypoacusis, hysterosalpingogram abnormal, insomnia, intermenstrual bleeding, ligamentitis, memory impairment, myalgia, neck pain, ocular hyperaemia, oedema, pelvic pain, rash, tendonitis and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, vomiting, tinnitus or speech disorder. The reporter commented: essure have been implanted without difficulty, when the essure fragment was removed from the ligament, chronic inflammatory ligament changes are observed. The left essure has migrated into the uterine cavity was removal by vaginal approach on (B)(6) 2014. On (B)(6) 2017 : vaginal hysterectomy due to metrorrhagia (treated by progesterone but not effective). Conclusion : ¾ of gynecological symptoms were due to fibroma and ¼ of gynecological symptoms were due to adenomyosis, which were pre-existing pathologies, before the essure insertion, without a direct and certain causal relationship between these pathologies and essure. Significant clinical consequences: I underwent 4 procedures, (if tubal ligation had been performed as I had initially requested there would have been only one procedure and no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in june 2020: heavy metals allergy [computerised tomogram] on (B)(6) 2020: abdominal and pelvis CT scan showed presence of an image of metallic tone in the right iliac situation, high in front of the vessels measuring 11 x 4 mm. [Hysterosalpingogram] on (B)(6) 2013: showed that the right implant was well positioned in the interstitial portion and in the proximal part of the isthmic portion of the tube, which was obstructed, but that the left implant has migrated into the uterine cavity and that the left tube is permeable. [Pathology test] in (B)(6) 2017: pathology after hysterectomy evidenced endometriosis and leiomyomatosis; in (B)(6) 2020: part of 6 mm located in the right round ligament, the latter with discrete chronic inflammatory elements [ultrasound scan] in (B)(6) 2016: uterine fibromatosis; on (B)(6) 2020: evidence of a linear image of 11 mm possibly bring a part of essure located in the right iliac fossa [x-ray of pelvis and hip] in (B)(6) 2013: rx control at 3 months after implantation suspected migration of essure implanted in the left fallopian tube, appearing partly located in a uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: new events stomach is fragile, my navel is painful and red & neck pain were added. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.